Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed moisture behind the display lens. No moisture/corrosion was observed in the battery compartment. The battery compartment and returned battery cap were undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on with the returned battery cap with audible tones and vibrations indicating that there was power to the pump. During 24 hour testing, the pump emitted an unrelated replace battery alarm preventing further testing. The pump¿s cover was removed and moisture ingress was found on the power printed circuit board and other internal components. A leak test revealed a leak at a tear in the audio bolus button. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display with intermittent power. The reporter denied visible damage to the pump and battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.